Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was counting lead noise on the atrial channel. It was suspected to be lead chatter on the atrial lead or possibly a set screw issue. No actions to resolve the issue were noted were specified. The device and lead remain in use. No patient complications have been reported as a result of this event.